Manufacturer narrative:
Other, other text: additional information added to h6 and h10.this MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture., corrected data: h1.

Event description:
Information was received indicating that a smiths medical cadd-ms 3 stopped working for one and a half (1.5) hours. Per reporter the patient's backup pump was not available to use because its programmed settings were lost due to not using for several months and not replacing batteries. It was reported that the patient was advised to go to the hospital to continue treatment. No additional information was available. No adverse patient effects were reported.